Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 1888tc (competitor) lead, date of implant (B)(6) 2012; 1458q92 (competitor) lead, date of implant (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.